Event description:
New information states that the patient presented in clinic for device check. Upon interrogation, oversensing was noted and was uneventful. No changes were made. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the device exhibited oversensing. No further information was reported.